Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020065 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Csutomer didn't get any lines on her cassette. They don't have a photo and have thrown out the cassette. Package did not appear damaged. Pouch was sealed. She doesn't remember if there was desiccant. Kit stored between 2-30c. Test cassette was used right after pouch was opened. Applied 4 drops of buffer to the s well. Cassette was placed on a flat surface.